Event description:
It was reported to philips that the system was not booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the error message 'not able to connect to the x-ray system' may have been caused by a power outage due to weather. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the x-ray pc had no power in the m-cabinet and fse replaced the x-ray pc. Upon performing diagnostics fse found missing software items such as philips support connect (psc) tab allowing access to service menu to view logfiles and then fse replaced the suite pc and restored full system backups as a resolution. Later, fse confirmed that the network managed switch ports were not functional due to the power outage which was temporarily resolved by resetting the switch to factory settings. The defective part was returned to failure analysis which was not able to confirm the failure. Fse ordered and replaced the managed switch dvi. After the replacement of managed switch dvi, the system was returned to use in good working order. The codes were updated based on the investigation outcome.